Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had concerns over interference between stimulators and pacemakers. No further information was reported. If additional information is received, a follow up report will be sent.